Manufacturer narrative:
(B)(4). Batch # x9561y. Additional information was requested and the following was received: "per event decription "sleeve fell off" does the sleeve separate from trocar?---no, the sleeve cannot be locked to trocar. Any damaged to the sleeve?---no. Or does the trocar fell off to ground?---no". Photo investigation : this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows a b12lt device out of its packaging. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that b12lt device was returned inside its package opened and with no apparent damage. Upon evaluation of the device, it was functionally leak tested and passed. A test instrument was inserted and no issues were noted related to an abnormal drag force. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hepatectomy, after placing the trocar, the sleeve fell off. Another device was used to complete the procedure. There was no patient consequence reported.